Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This event occurred sometime in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak involving a one-link microbore catheter extension set during infusion. The patient¿s bed sheets were observed to be wet. The leak occurred between the t-connector and the primary tubing set. The infusion was running at 35ml/hr. The total infusion was 100ml with about 10ml lost to the leak. The drug being infused was lumizyme. When the leak was observed, the set was changed and infusion was continued. There was about a fifteen minute delay. There was no patient injury or medical intervention associated with this event. No additional information is available.